Event description:
Customer reported tubing will twist, spiral and kink. The set had been in use for approximately 24-48 hours. There was no patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Product evaluated and customer's experience of twisting, spiraling and kinking of the tubing was not confirmed. No anomalies were noted during inspection of the product. The involved set was functionally tested without developing any twisting, spiraling or kinking. The cause of the customer's experience could not be determined. During testing of the returned set a leak was found at the tubing to inlet port of the micron filter engagement. The cause of the leak from the tubing to inlet port of the micron filter could not be identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported. The set model# 2441-0600, lot# unknown, is being filed under medwatch MFR report# 9616066-2010-00168.